Event description:
The customer reported that the transmitter was connected to the sensor and it does not blink. During the call, the customer mentioned that the paramedics were called because her blood glucose dropped to 41mg/dl, and they treated her at home. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.